Manufacturer narrative:
On (B)(6) 2020, the returned autopulse platform (sn (B)(4)) was serviced for preventive maintenance (pm). During the functional testing, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) and stopped compressions due to the user advisory (ua) 02 (compression tracking error) message. The potential root cause for the user advisory (ua) 02 error is due to a defective drivetrain motor, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in april 2008 and is more than 12 years old, well beyond the expected service life of 5 years. The defective drivetrain motor was replaced to remedy the fault. Upon visual inspection, noticed the cracked front and bottom enclosures. The possible root cause for the observed physical damages could be due to user mishandling such as a drop. The damaged parts were replaced to address the issue. The load cell characterization test confirmed both load cell modules are functioning within the specification. Also, during the platform evaluation, noted ir port on the processor board has failed. The root cause was due to the defective processor board likely due to wear and tear. The defective processor board was replaced to remedy the issue. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance, the autopulse platform (sn (B)(4)) failed functional testing due to user advisory (ua) 02 (compression tracking error) message.